Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and all buttons were unresponsive. The customer blood glucose level was 160 mg/dl. It was also reported that numbers were not ramped on their own and scroll bar was not moving with no input. It was also reported that the rewind take long time. It was also reported that there was five seconds delay on each press of buttons. The customer also had issue with sensor and they received multiple sensor alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.